Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with tape not sticking and no delivery alarms. The customer's blood glucose level at the time of the event was 500 mg/dl. The customer did not have the insulin pump available to troubleshoot. The device will not be returned for analysis.